Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a lead pull procedure the patients bandage was soiled with a foul odor. The patient was placed on antibiotics and theads were discarded by the physician. The patient was reportedly doing well.